Event description:
It was reported that the deceased was found wrapped in (B)(4) and left in a (B)(6) on (B)(6) 2012. The cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Device evaluation anticipated but not yet begun.